Event description:
It is reported that the device was being used in surgery in 2008. It was noticed that the bag was melted to the implant. The piece of plastic was rubbed off, however, it left a hazy sheen where the plastic had attached to the implant. There was not another device available, so the surgeon implanted this one.

Manufacturer narrative:
The prod stated in the complaint was not returned for review. However, this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue, and in some cases a portion of the polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer spec for polyethylene bags has been revised to ensure appropriate composition levels. All prod in zimmer inventory that was packaged with the suspect raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue. Device history records indicate device manufactured to specification.